Event description:
It was reported that there were telemetry issues. There was a potential overdischarge. The battery had been dead for six months and the manufacturer representative met with the patient to show them how to do a physician mode recharge (pmr). The pmr was performed nine times and it did not pull the battery out of overdischarge. They had not run an antenna locate feature to find a charging location. The manufacturer representative was to meet with the patient to work on pulling the battery out of overdischarge. The patient was in overdischarge for six months or more. Additional information was received on (B)(4) 2015 indicating that the physician and the manufacturer representative met with the patient and they were going to do a battery replacement with a non-rechargeable battery. There was an attempt to get it recharges and they could not bring it back to life. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7434-e, serial # (B)(4), implanted: (B)(6) 1999, product type programmer, patient; product ID 74001, lot # n395076, implanted: (B)(6) 2013, product type adapter; product ID 3888-33, lot # l73303, implanted: (B)(6) 1999, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4).